Manufacturer narrative:
Additional narrative: additional device product codes: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a posterior cervical fusion (pcf) in c5 for cervical spondylotic radiculopathy treatment, that the transverse connector became cross-threaded. After a locking nut was placed on one side of the transverse connector, the surgeon moved on to the locking nut on the other side and found cross threading between the locking nut and the transverse connector. The surgeon attempted to remove the transverse connector from the locking nut, but all the devices came off the deployed location. The devices were moved out of the surgical field and the surgeon tried to remove the locking nut from the transverse connector and failed. It was also noticed that the extension components of the transverse connector were decomposed. There was a surgical delay of less-than thirty (3) minutes. The procedure was completed successfully. Patient outcome was reported as stable. Concomitant device reported: rod (part number unknown, lot unknown, quantity unknown), synapse polyaxial screw (part number unknown, lot unknown, quantity unknown), cap nut 7.5 f/transv-onnectors (part number 04.614.521s, lot unknown, quantity 1), lockscr f/transv-onnectors tan (part number 04.614.522s, lot unknown, quantity 1). This report involves one (1) ti toploading transconnector medium-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: part number: 04.614.516s, lot number: 9937733, part manufacture date: january 22, 2016, manufacturing location: elmira, part expiration date: november 1, 2025, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti toploading transconnector medium-sterile product and all components were processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.